Event description:
Plaintiff alleged suffering from a type I latex allergy and has consequently developed a life threatening immediate hypersensitivity to latex as a result to the plaintiff's exposure to latex gloves. Plaintiff further alleged that as a direct and proximate result of the defective nature of the latex gloves, the plaintiff has suffered severe pain and suffering as well as incurring expenses for medical care and treatment and loss of wages and earning capacity, mental strain, emotional stress and the loss of enjoyment of life, all continuing into the future. Plaintiff's sensitization is alleged to have caused restrictions in the plaintiff's life so as to avoid situations where any latex is present. Plaintiff's spouse alleged loss of consortium, care, support, and services of spouse.